Manufacturer narrative:
A boston scientific technical services consultant discussed and documented the reported clinical observations. The patient will be seen in the clinic in one month's time and the consultant recommended the clinic contact technical services at that time to walk them through the new vector impedances that are available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a shocking impedance measurement greater than 200 ohms. The day after the out of range measurement was noted, measurements were within normal limits. No adverse patient effects were reported.